Manufacturer narrative:
UDI - (B)(4). Upon further investigation it was found that the incorrect serial number ((B)(4)) was inadvertently entered into the initial medwatch report. The correct serial number ((B)(4)) the date returned to manufacturer was documented as jun 9, 2017 in the initial report and has been updated as jun 8, 2017. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenberg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (dec 2, 2013) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). Device manufacture date: the device manufacture date is unavailable. Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device motor was not functioning and was defective. It was noted that the device did not work anymore. It was further determined that the device failed pretest for check function and direction of rotation, check function with test hand switch, check function with foot pedal, and check power with test bench. It was noted in the service order that the device did not turn on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.